Manufacturer narrative:
Device powers up with flashing white display due to moisture damage electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement, and self tests or verify pump error 63, 68 due to the display anomaly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer stated they were unable to clear the alarm and clock was not visible on insulin pump screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.